Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000134496.

Event description:
It was reported that the patient experienced an epidural bleed located at t6 following the implant procedure. The patient was then transferred to the hospital for surgery to address the bleed. Once patient arrived at the medical center, patient was evaluated. Ultimately, medical staff determined the patient was not fit to undergo surgery. Patient passed away on (B)(6) 2023.